Event description:
Event description boston scientific crm received information that this pacemaker was having variable rates due to pauses in pacing. There is a possibility of oversensing or pauses due to premature ventricular contractions.